Event description:
Procedure performed: ni. Event description: [hospital]. Broken specimen retrieval bag. Additional information received from applied health system mgr via telephone on 18sep2024: surgeons have voiced concerns that the bag rips and contents fall back into the patient. It is unknown if this event has occurred in more than one procedure. It is unknown where the break occurs. It is unknown if the bag broke into pieces. The model is cd001. The lot number is unknown. Product was discarded after use. The product is not available for return. Intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: (B)(6). Event description: [hospital]. Broken specimen retrieval bag. Additional information received from applied health system mgr via telephone on 18sep2024: surgeons have voiced concerns that the bag rips and contents fall back into the patient. It is unknown if this event has occurred in more than one procedure. It is unknown where the break occurs. It is unknown if the bag broke into pieces. The model is cd001. The lot number is unknown. Product was discarded after use. The product is not available for return. Intervention: (B)(6). Patient status: no patient injury.